Event description:
Customer reported an event that the tubing split where it would go into the pump at the upper fitment. Set being used was 24 hours old and infusing normal saline. When separation noticed, the nurse changed out the set. No pt harm reported; no medical intervention reported. Although requested, no additional info provided.

Manufacturer narrative:
(B)(4). The customer's experience of the tubing split where it goes into the pump was confirmed. A tear was found in the silicone tubing near the upper fitment. Crush marks were observed on the upper fitment. The root cause of the customer's experience was determined to be a tear in the infusion set tubing. The cause of the tear was undetermined.